Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4)

Event description:
The transmitter was returned for evaluation. An external inspection was performed and inspection passed. Voltage testing was performed and passed. Pairing test was performed and passed. Functional test was performed and passed. Data was provided and reviewed. A review of the data logs confirmed loss of connection. A probable cause could not be determined.